Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to protrude loose drive support disk. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 361 mg/dl. The customer reported a motor error alarm from the insulin pump during prime. The customer cleared the alarm and changed the battery. The customer tried to re-prime the insulin pump but the insulin pump would not recognize reservoir and would just squirt the insulin out. Troubleshooting was done. The customer reported cracks on the case of the insulin pump near the reservoir compartment. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)